Event description:
The recipient reportedly hit their head with a chair. The device appears to be extruding. Explant surgery is scheduled. The recipient will be reimplanted at a later date once the site has healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.